Manufacturer narrative:
The video system unit was returned to the service center for evaluation of the reported intermittent connection issue. The reported event was confirmed as the lock latch at the video connector was found worn out. The image was lost when the cable/pigtail was manipulated. In addition, the main switch and software were the old version. A review of the video system unit's repair history was reviewed and there was no previous repair records. The unit was purchased on november 6, 2013. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during preparation for use, the evis exera iii video system center produced an intermittent connection/image when the camera was plugged into the port. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04077. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to it is presumed that the device was approximately 6 years or longer from manufacturing and the root cause potentially occurred due deterioration caused by long-term use, the user attempted to pull the video connector without lowering the unlocking lever, or that excessive force was applied to the locking lever (video connector socket) or video connector. Olympus will continue to monitor the field performance of this device.